Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 5 cm in diameter abdominal aortic aneurysm on an unknown date. The proximal aortic neck measured 30mm in length and was 19mm in diameter at the renal artery to 25mm in diameter above the start of the aneurysm. It was reported that the patient returned for follow-up. The cta revealed a proximal anterior type I endoleak was present. The physician could not be certain of the cause; but believed that the anatomy was the underlying reason. They noted that it was possibly due to proximal neck calcification. No additional clinical sequelae were reported and the patient will be monitored by the physician.

Manufacturer narrative:
Film evaluation summary: pre-implant and post-implant images were provided for review. Review of the pre-implant films returned (non-contrast CT¿s) revealed that the neck diameter just below the lowest left renal artery measured 19mm, and ranged from 22 ¿ 26 ¿ 25mm along the 30mm length neck. The neck was minimally angulated and extensively calcified. Lack of contrast did not permit the assessment of any potential thrombus. Post-implant CT¿s showed that the bifurcate was positioned ~5mm below the lowest left renal artery, and the bifurcate proximal od measured 20mm, and 10mm lower was 24mm. The infrarenal neck and aortic body were essentially straight. The bifurcate on the right side was extended with another limb into the distal portion of the right common iliac artery; the distal right limb od measured 16mm. The contra limb was implanted into the gate, overlapping to the flow divider, and was positioned distally into the left common iliac artery; the distal left od measured 16mm. The maximum diameter aaa measured 48mm and contrast was seen outside the st ent graft in several locations. Within the proximal sac, contrast was seen along the anterior of the aortic body possibly from a proximal type I endoleak. A separate area of contrast was also seen along the anterior of the distal sac not in contact with the limbs, possibly from a type ii endoleak. The exact cause of the proximal type I endoleak could not be determined from the films provided. The cause of the reported event may be anatomy related; implanting into a conical-shaped and calcified proximal neck. It is also possible that device oversizing (28mm bifurcate into a 19mm neck) may have also contributed to the type ia due to infolding; however, this cannot be confirmed based on the information available. If information is provided in the future, a supplemental report will be issued.